Event description:
The customer contact reported a disconnection. The option-lok male adapter of the tubing set was connected to an unspecified needleless t-connector and was being used to deliver an unspecified concentration of taxol. After an unspecified length of time in use, the customer contact reported the option-lok male adapter disconnected from the needleless t-connector. It was reported that an unspecified volume of taxol leaked. The taxol that leaked was cleaned up according to the user facility's protocol. The primary tubing set was replaced and the delivery was completed. There were no reported adverse pt effects and no reported delay in therapy critical to the pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).